Event description:
The patient's implantable neurostimulator (ins) stopped working after a fall. Two days later, it was discovered that the ins battery was depleted. The ins was recharged and reprogrammed. In (B)(6) 2010, the patient's pain coverage was okay. It was subsequently reported that the patient died on (B)(6) 2011. The patient had been in hospice care for dementia. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).